Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument (0184) for functional testing. The interlock was overridden and the reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap appendectomy, there was poor staple formation as the staples were not b-shaped. Another device was used to resolve the issue. No patient adverse events were reported. No reinforcement material was used. Patient is alive with no injury.